Manufacturer narrative:
Additional questions were received for report(s) 2939204-2010-00093, 2939204-2010-00177, 2939204-2010-00695 & 2939204-2010-00744 in a letter dated august 06, 2010. Responses to questions for each manufacturer report are below. Manufacturer report number: 2939204-2010-00093. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the medical device report 2939204-2010-00093, sent on 01/19/2010 and electronic medical device report follow-up #1, submitted on 02/15/2010. The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. Manufacturer report number: 2939204-2010-00177. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in electronic medical device report 2939204-2010-00177, submitted on 02/17/2010 and follow-up #1, submitted on 03/10/2010. The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. Information provided stated no autopsy was performed. Manufacturer report number: 2939204-2010-00695 any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00695, submitted on 05/27/2010 and follow up #1, submitted on 08/11/2010. The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. The information source was a journal article submitted along with the electronic medical device report submitted on 05/27/2010 and limited information was provided. Manufacturer report number: 2939204-2010-00744. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00744, submitted on 06/17/2010, follow up #1, submitted on 07/14/2010, and follow up #2, submitted on 08/02/2010. The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available.

Event description:
The occlusion of the proximal right internal carotid artery (ica) and middle cerebral artery (mca) was successfully recanalized by thrombolysis, angioplasty and the placement of five stents (including the subject device) placed in the right ica and the right mca. The procedure was complicated by the perforation of the m1 segment by the guidewire. The dissection was resolved by the placement of the last stent into the mca. A post procedure CT scan revealed a small reperfusion hemorrhage in the basal ganglia and thalamus and small subarachnoid hemorrhage within the sylvian fissure, there was no mass effect. The pt's condition did not improve. Two days post procedure, a CT scan revealed the completion of the mca infarction and resolution of the reperfusion hemorrhage. At this time the pt experienced respiratory failure and was intubated. The pt's neurological condition continued to deteriorate. Eight days post procedure, the pt's family decided to withdraw care and the pt died the following day.

Event description:
The occlusion of the proximal right internal carotid artery (ica) and middle cerebral artery (mca) was successfully recanalized by thrombolysis, angioplasty and the placement of five stents placed in the right ica and the right mca. The procedure was complicated by the perforation of the m1 segment by the guidewire. The dissection was resolved by the placement of the last stent into the mca. A post procedure CT scan revealed a small reperfusion hemorrhage in the into the basal ganglia and thalamus and small subarachnoid hemorrhage within the sylvian fissure, there was no mass effect. The patient's condition did not improve. Two days post procedure, a CT scan revealed the completion of the mca infarction and resolution of the reperfusion hemorrhage. At this time the patient experienced respiratory failure and was intubated. The patient's neurological condition continued to deteriorate. Eight days post procedure, the patient's family decided to withdraw care and the patient died the following day.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. The intended use for the device is treatment based on the investigation and the information there is no indication that the released device, labeling or packaging failed to meet its specifications. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. Additional information received confirmed that the physician does not allege the patients death to the use of the device used in this case. There is also no other indication that the device malfunctioned. Hemorrhage and possible patient's outcome of death are known and anticipated complications to these types of procedures and are listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.

Event description:
The occlusion of the proximal right internal carotid artery (ica) and middle cerebral artery (mca) was successfully recanalized by thrombolysis, angioplasty and the placement of five stents placed in the right ica and the right mca. The procedure was complicated by the perforation of the m1 segment by the guidewire. The dissection was resolved by the placement of the last stent into the mca. A post procedure CT scan revealed a small reperfusion hemorrhage in the into the basal ganglia and thalamus and small subarachnoid hemorrhage within the sylvian fissure, there was no mass effect. The patient's condition did not improve. Two days post procedure a CT scan revealed the completion of the mca infarction and resolution of the reperfusion hemorrhage. At this time the patient experienced respiratory failure and was intubated. The patient's neurological condition continued to deteriorate. Eight days post procedure, the patient's family decided to withdraw care and the patient died the following day.